Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 256mg/dl. The contact connected the pump to a power source to charge and the pump turned on. Reportedly, the customer successfully resumed insulin therapy on the pump.